Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery (sa) using pod coils, pod packing coils (pod pcs), and a non-penumbra microcatheter. It was noted that the patient's anatomy was tortuous. During the procedure, seven pod coils and seven pod pcs were implanted in the distal artery of the aneurysm. While advancing the next pod coil through its introducer sheath, the coil was stuck in its initial position. Therefore, the pod coil was removed. The procedure was completed using another pod coil, three pod pcs, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly mid-joint was proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned pod pc revealed that the pusher assembly mid-joint was proximal to the introducer sheath friction lock. If the mid-joint was retracted proximal to the friction lock, resistance will likely be experienced while attempting to advance the device through its introducer sheath. During the functional test, the pod pc was able to be advanced out of its introducer sheath with resistance while advancing the pusher assembly mid-joint through the introducer sheath friction lock. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder